Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient's legal counsel reports patient allegations of personal injury. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, PMA/510(k) number, manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.